Manufacturer narrative:
One device was returned for analysis. A functional test was performed and the reported issue was confirmed by evidence of the residue around the filter, however not duplicated. The cause of the reported issue was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was leaking chemo from the inline filter. Per reporter, the event occurred during use on patient at 9:00 am. Per reporter, the device had been in use for 24 hours, and the patient reported leakage upon nursing review. There was delay in therapy. No patient harm/adverse event was reported.